Event description:
It was reported that the device would not heat up and there were no alarms. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# (B)(4). The original device history record (DHR) is no longer applicable as device was manufactured in 2001. Investigation result does not implicate a service or manufacturing process. The device was received for evaluation; visually, it was in fair condition. Functional testing: installed l-70 test disposable and powered it on. Device ran for 3 minutes and over temp alarm went off. Device lcd was reading 44.1 degrees c but water was not heating. The pump was observed to be loud and not pumping. Thermistor on the heater was noted to be rusty. The old style board had been tampered with and could no longer be re-calibrated. Membrane switch was found to be cut at the end connector to the board confirming customer reported claim of no alarm. Device was not heating due initially to faulty pump which has a safety circuit to allow heating when water is circulating. Found conductive end of membrane switch physically cut off and terminated at connector making test of alarm to fail. Found pump assembly to be faulty. With no water circulation, pump assembly safety interlock will not allow heating. The root cause was deemed to be normal wear and tear as device was 17 years old in addition to customer not properly interfacing with product as alarm membrane connector was cut. Action(s) taken to mitigate the reported issue(s): a new pump assembly, heater assembly, membrane switch and newer style main board were installed.